Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2005. The patient was revised on (B)(6) 2014 due to dislocation, and subluxation. Currently the patient has a well fixed 48mm biomet cup implanted; however she s dislocating regularly and needs a constrained option without revising the well fixed cup. A custom liner is being created for the patient. The revision procedure has not occurred to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. The patient was revised on (B)(6) 2014 and the modular head and acetabular liner were replaced due to wear. A second revision procedure was performed on (B)(6) 2014 due to dislocation. The acetabular cup, liner and modular head were removed and a constrained system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-07838 /-07839 /-07840 /-07841).